Manufacturer narrative:
Complaint conclusion: as reported, the sealant of a 6f/7f mynx control vascular closure device (vcd) was out of the skin with the device. Hemostasis was achieved using manual compression for twenty minutes. There was no reported patient injury. The device storage temperature did not exceed 25°celsius. An unknown sheath was used. The vessel diameter was confirmed to be at least 5 mm. Moderate vessel tortuosity and moderate calcium presence near the puncture site were noted. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer was mynx certified. Other procedural details were requested but were not provided. One non-sterile 6f/7f mynx control vascular closure device was returned for investigation. Visual inspection revealed that button 1 was fully depressed, while button 2 remained in the non-depressed position. The stopcock was open, and no syringe was returned for evaluation. The sealant was not returned for analysis. The sealant sleeves appeared retracted, consistent with button 1 being actuated. The catheter sheath introducer (csi) was not returned for evaluation. The balloon was deflated, the core wire was present, and the atraumatic tip showed no visible damage or abnormalities. No additional anomalies were noted during the visual inspection. A functional simulated deployment test could not be performed, as button 1 had already been depressed and the sealant was neither present in its manufactured position nor returned for evaluation. However, button 2 was tested separately, and balloon retraction was achieved without difficulty, indicating no issues with the balloon retraction mechanism. The reported event of ¿sealant-inaccurate placement-complete¿ was not observed through analysis of the returned device as it was received with the sealant deployed off the device and due to the nature of the complaint. The exact cause of the issue experienced could not be conclusively determined. Based on the information available for review and product analysis, user error possibly resulted in the inaccurate placement of the sealant reported as the device was received without button 2 depressed and there were no anomalies noted during button 2 depression per the functional analysis. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control IFU, step 3: remove device, the IFU states, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if button 2 is not depressed, the balloon will not be retracted into the device, which can potentially disrupt the placement of the sealant during removal from the patient. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6/7f mynx control vascular closure device (vcd) was out of the skin with the device. Hemostasis was achieved using manual compression for twenty minutes. There was no reported patient injury. The device storage temperature did not exceed 25°celsius. An unknown sheath was used. The vessel diameter was confirmed to be at least 5 mm. Moderate vessel tortuosity and moderate calcium presence near the puncture site were noted. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer was mynx certified. Other procedural details were requested but were not provided. The device will be returned for evaluation.